Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, sleeve leakage occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d2b: medical device type: jka, d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 10-oct-2025. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k243207; k982541. Investigation summary: bd received one photo and 10 customer samples for investigation. The customer-provided photo shows a device with blood leakage in the holder. Functional tests were conducted on the 10 returned samples, and all samples passed, with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall-off, or sleeve leakage. Additionally, functional tests were performed on 10 retained samples, and all samples passed, with no evidence of side-pierced sleeves, poor sleeve recovery, sleeve fall-off, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, sleeve leakage occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.